Event description:
Procedure: chemosite insertion. According to the reporter: the pt reported a burning sensation, rash, and pain after administration of antibiotics. After inspecting the area on three different occasions, and administration of cytostatic medicines, no abnormal situation was verified or detected. Upon removing, the needle in 2008, some fluid came out of the orifice in the skin, lasting some days with no major changes being made in the catheter implantation area. Five days earlier, the catheter had to be used again and the proper needle was placed (vital port 20 g x 1). A dermal abon formed over the catheter's reservoir. The pt reported pain and a burning sensation. Despite free flowing of the serum that was being administered, the size of the localized edema increased. The procedure was interrupted. Another attempt was made to use the catheter once the abon had reabsorbed. However, the results turned out to be identical. Eleven days later, the catheter was removed in view of the problems arisen from its application and its possible breaking. Once removed from the pt, a leak was observed around the needle when introduced into the membrane.